Event description:
It was reported that during a lobectomy, the staples were not completely fired. The half stapled, the other was not. The staples were not b shaped and the device fully cut, but partially stapled. The distal lines were not stapled. There was no adverse patient consequence. Patient is good and has been discharged from the hospital.